Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Performance data collected from the device indicates ventricular pace impedance with a minimum reading of 19 ohms the week ending (B) (4) 2009. The lifetime ventricular sensing integrity counter, with all counts occurring since (B) (4) 2009, indicates a possible intermittency in the system.

Event description:
It was reported the device had sensing difficulty, there was oversensing and undersensing on both leads, and there were no egms in any configuration. It was also reported that both leads had high thresholds, no capture, varying impedance and were over and undersensing. Loss of capture was also reported. It was further reported the patient received 26 inappropriate shocks related to noise. Review of device data via save-to-disk indicated oversensing and the capture threshold was out of range. The ICD was replaced and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported field conditions during functional test. Additionally, the device failed lead impedance testing and no outputs were detected. Analysis of the device identified abnormal voltage levels as the cause of the failures in this device. The cause of these abnormal voltages levels was confirmed to be due to a defect in an integrated circuit, which is contained in the die stack component. Photon emission microscopy revealed a point emission characteristic of a gate oxide breakdown failure in a transistor of an inverter in a circuit block. The gate oxide breakdown in this inverter was identified as the root cause of all the anomalies observed with this device. Performance data collected from the device indicates ventricular pace impedance with a minimum reading of 19 ohms the week ending (B)(6) 2009. The lifetime ventricular sensing integrity counter, with all counts occurring since (B)(6) 2009, indicates a possible intermittency in the system.

Event description:
Later it was reported the device had sensing difficulty. The device "malfunctioned." There was oversensing and undersensing on the ra and rv leads and there was no egms in any configuration. It was also reported that both leads had high thresholds, no capture, had varying impedance and were over and undersensing. Further testing discussed in order to rule out a possible lead crush or a short in the lead. It was further reported the device was replaced and the leads remain in use. No patient complications have been reported as a result of this event. The patient received 26 inappropriate shocks related to noise that was observed on both the atrial and ventricular egms. The pacing impedances were zero. The patient reported the same along with possible emi concerns. A lawsuit further alleged that the patient was transported to the emergency department due to the inappropriate therapy and now is going through treatment for heart muscle damage and post traumatic stress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported field conditions during functional test. Additionally, the device failed lead impedance testing and no outputs were detected. Analysis of the device identified abnormal voltage levels as the cause of the failures in this device. The cause of these abnormal voltages levels was confirmed to be due to a defect in an integrated circuit, which is contained in the die stack component. Photon emission microscopy revealed a point emission characteristic of a gate oxide breakdown failure in a transistor of an inverter in a circuit block. The gate oxide breakdown in this inverter was identified as the root cause of all the anomalies observed with this device. Performance data collected from the device indicates ventricular pace impedance with a minimum reading of 19 ohms the week ending (B)(4) 2009. The lifetime ventricular sensing integrity counter, with all counts occurring since (B)(4) 2009, indicates a possible intermittency in the system.